Event description:
It was reported that the patient presented to the emergency room in complete heart block and arrhythmia. The implantable pulse generator (ipg) was at elective replacement indicator (eri) and was not pacing, and could not be interrogated. The device was explanted and replaced. It was further reported that the right ventricular (rv) lead exhibited low pacing impedances, both intraoperatively and when connected to the analyzer. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: kdr701 implantable pulse generator (ipg) 2007-(B)(6). (B)(4).